Manufacturer narrative:
(B)(4). Medical products: vanguard ps tibial bearing cat#: 183642 lot#: 466000 . The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2017 - 10784, 0001825034 - 2017 - 10785.

Event description:
It was reported that the patient was revised after initial total knee arthroplasty due to infection and wear.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The tibial bearing and locking bar were returned for evaluation. Scratches were found on the superior, inferior, and anterior surfaces of the locking bar consistent with being inserted into the locking bar slot but certain observations regarding the contact marks on the device are consistent with the locking bar not being fully engaged as the marks did not extend past the corner relief feature. The tibial bearing had gouges, dings, and nicks on multiple sides. Review of the provided radiographs by a health care professional determined that the locking bar mechanism is prominent which may indicate that the implant has disassembled. DHR was reviewed and no discrepancies were found. A definitive root cause of the locking bar backing out, the infection, the metallosis, and the poly wear could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
Concomitant medical products: medical products- vanguard ps tibial bearing, lot # 509630. Vanguard femoral peg set, catalog # 183099, lot # 466000. Vanguard femoral component left, catalog # 183128, lot # 900580. Biomet series a patella, catalog # 184764, lot # 538530. The follow-up report is being submitted to relay correction and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends upon reassessment of the reported event, it was determined to be not reportable as it was confirmed there was no adverse event.